Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached end of life (eol). Approximately seven months earlier the estimate remaining longevity was one year. There was a concern the battery depleted earlier than expected. Technical services (ts) recommended device replacement. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached end of life (eol). Approximately seven months earlier the estimate remaining longevity was one year. There was a concern the battery depleted earlier than expected. Technical services (ts) recommended device replacement. No adverse patient effects were reported. The sales representative later clarified that the device had already been explanted and replaced. The device was not made available to be returned for laboratory analysis and the physician was looking for possible causes of the premature depletion. Technical services discussed the root cause could not be determined without a physical analysis of the device.

Manufacturer narrative:
This correction report is being submitted to correct the adverse event/product problem (b1), outcomes attrib to adv event (b2), and type of reportable event (h1) fields, and to provide the explant date (d6b) and initial reporter details (e1/e2/e3).if information is provided in the future, a supplemental report will be issued.